Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had three years longevity. Testing was then done and now the battery was at one year and a half remaining. Boston scientific technical services (ts) discussed that new testing values could bring the longevity estimate into a new power bin. Attempt to obtain pertinent additional information was unsuccessful. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that this pacemaker was explanted. No additional adverse patient effects were reported.